Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). The same vial of test strips was used to obtain the readings in patient identifier (B)(6).

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 260 mg/dl and 134 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.